Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The tech did not notice any external damage and noted there was a pump motor drive error in history. Functional testing was performed using multiple flow and occlusion tests. Testing was unable to duplicate the reported problem. No root cause could be determined as no problem was found, the stepper motor was replaced as a preventative measure. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the device had a pump motor drive failure. No patient injury reported.